Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss over one hour occurred. Product was received for evaluation. However, the returned product does not match the alleged product. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), b5: describe event or problem - correction. D9: device - additional information. G3: date received by manufacturer- additional information. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional information availability. H6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).